Event description:
A customer contacted baxter's technical service center reporting air in the patient line extension during a check patient line alarm in the initial drain on the home choice (hc). The home patient (hp) had not started draining yet because she gets on the hc empty. The technical service representative (tsr) walked the caregiver (cg) through ending the therapy. The tsr explained they must start over with new a cassette and bags. The cg wanted the tsr to wait for him to setup the hc with the new supplies so we can make sure the patient line primed. The hc returned to prime and the tsr verified the patient line was primed all the way to the top. The cg connected the home patient (hp) and started the initial drain. The hp drained 12 ml then went to -4 the -24 and changed to fill 1, warming solution. The tsr explained that the line was clear and the hp should start filling when the solution was warm enough. The cg would call back if he had any further problems. The caregiver (cg) contacted product surveillance (ps) on (B)(6) 2011 regarding check patient line alarm and air in the patient line extension. The home patient (hp) resumed therapy starting over with new supplies. The cg makes sure the lines are primed prior to connection. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line was not confirmed and the cause was not identified because the sample was not returned for evaluation, the patient did not describe any type of use error that might have caused the alarm, and a baxter employee did not identify the alarm in the event log of a returned device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.